Manufacturer narrative:
(B)(4).labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient experienced a reaction that consisted of redness, inflammation, and pain at the sensor patch adhesive. Three days after the sensor was removed, the patient consulted a physician who prescribed an unspecified pain medication for the area. At the time of the report, the patient was in good condition. No additional patient or event information is available.